Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was sent to biomed shop and had a complaint of channel error. Upon downloading the error logs, error code 240.4150.0 was noted, which is an error for the fluid side pressure sensor. The unit was then disabled to remove the top sensor to replace with a new one, preventive maintenance was conducted using asm software and it passed. The unit was returned to service. There was no patient involvement. Although requested, no further information was made available to date.